Manufacturer narrative:
The reported event of failure to power up was confirmed by analysis. Final analysis found that the burnt components on the ac power adapter's main pcb caused the merlin@home transmitter to not power on.

Event description:
This report is to advise of an event observed during analysis.